Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: 5554 implantable pacing lead, (B)(6)2004; 6947 implantable tachy lead, (B)(6) 2009; 4196 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.